Event description:
The manufacturer received information alleging a ventilator's internal battery fails to hold a charge. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. "Service required" codes were observed in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues. During the evaluation, the device failed a step during testing. The device was recalibrated to address the issue.